Manufacturer narrative:
Patient information was unavailable from the site. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the issue was resolved after tightening the nuts along with the spring on the close back cable. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that 1 of the nut has fallen off from the system when closing the gantry when taking patient exams. The exams were taken successfully, however, the gantry door was unable to be opened. The site attempted to open the gantry through "override" and tried to manually open the door without resolution. It was noted that the door cable was displaced from its original position. The case was completed without using the imaging system, but the site had to move the system to the patient's cranial side to continue the case. The site had to disassemble the surgical bed after the case to remove it from being stuck by the imaging system. There was a 30-minute delay in the procedure and there were no impact on patient outcome. It was later noted through additional follow-up, that this issue occurred during the post-operative images and the images were able to be used as intended.